Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the guidewire was not returned. A fresh gwr419488 guidewire was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant the physician was unable to smoothly advance the tracking wire in and out of the left ventricular (lv) lead lumen. The lv lead was not used and a different lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.